Event description:
The facility reports the resident was being transferred from the toilet to the chair when resident's legs went weak and resident slipped through the sling. Resident was caught by the staff and put back on the toilet. Resident was then taken back to resident's chair using a different lift.